Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2004, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. At some point following the patient's scheduled one year follow up appointment, a CT scan and angiogram were performed which revealed aneurysm growth secondary to a type ii endoleak coming from a reperfused lumbar artery. In 2006, the lumbar artery was successfully embolized; however, continued follow up with repeat studies confirmed continued aneurysm growth. It was decided to perform a second endovascular procedure to reline the original graft secondary to aneurysm enlargement due to endotension. The procedure went without incident and the patient was transferred to the recovery room in stable condition.